Manufacturer narrative:
Device noted as returned. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right knee was revised. Intra-operatively, the posterior aspect of the medial condyle of the femoral component was broken from the rest of the implant, resulting in damage to the insert. A size 3 cr femur and size 3 cr insert were revised to a size 4 ts femur and another insert. Incident occurred during a revision total knee arthroplasty in which the femoral component (5510-f-402) was fractured at the medial distal surface. As well as significant wear on the medial bearing surface of the polyethylene. The tibial baseplate (5520-b-300) remained well-fixed, therefore was not revised. The femoral component was revised with a rt ts size 4 femur comprised of a 5mm augment distal medial, 5mm augment posterior medial, and a 15mm x 50mm cemented stem. The polyethylene was revised with a size 3 x 16mm posterior stabilized insert.

Event description:
It was reported that the patient's right knee was revised. Intra-operatively, the posterior aspect of the medial condyle of the femoral component was broken from the rest of the implant, resulting in damage to the insert. A size 3 cr femur and size 3 cr insert were revised to a size 4 ts femur and another insert. Update:incident occurred during a revision total knee arthroplasty in which the femoral component (5510-f-402) was fractured at the medial distal surface. As well as significant wear on the medial bearing surface of the polyethylene. The tibial baseplate (5520-b-300) remained well-fixed, therefore was not revised. The femoral component was revised with a rt ts size 4 femur comprised of a 5mm augment distal medial, 5mm augment posterior medial, and a 15mm x 50mm cemented stem. The polyethylene was revised with a size 3 x 16mm posterior stabilized insert.

Manufacturer narrative:
Reported event: an event regarding damage involving a triathlon insert was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection of the returned device indicated that the device was severely damaged on the surface against which the femoral component articulates. Damage to the insert is consistent with contact with the fractured portion of the femoral component. Additional damage to the locking mechanism of the insert is also observed; this damage is consistent with attempted explantation. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the revision of a total knee arthroplasty on (B)(6), 2022 for fracture of the femoral component. No implant date was reported. I cannot confirm that this event took place since I was not able to see any documentation such as office notes, revision operation notes, photos of explants and complete preop and post op radiographs. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of fracture of a femoral component are multifactorial including surgical technique factors, patient activity factors (such as height, weight, activity level and bmi), and implant factors. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that significant wear on the medial bearing surface of the polyethylene. Visual inspection of the returned device indicated that the device was severely damaged on the surface against which the femoral component articulates. Damage to the insert is consistent with contact with the fractured portion of the femoral component. Additional damage to the locking mechanism of the insert is also observed; this damage is consistent with attempted explantation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as office notes, revision operation notes, and complete preop and post op radiographs. Are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.